Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. They did not respond to the follow up requests. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient's vision was badly affected after the surgery, her vision got worse. She fell several times and broke three bones, because of her bad vision. It was additionally reported that the patient lost her vision acuity. Additional information has been requested.